Event description:
The customer reported that an elekta field safety service engineer was on site and felt dizzy/lightheaded while working in the machine room.

Manufacturer narrative:
B5 is updated. H6 updated. H10 updated. H11 is updated: the investigation was completed by conducting a thorough evaluation of the product and the reported information. The customer reported that an elekta field service engineer (fse) was on site and felt dizzy/lightheaded while working in the machine room. It was ascertained that on 17 august 2025, an elekta field service engineer reported feeling dizzy/lightheaded whilst dropping off a tool box in the machine room in order to perform a system upgrade scheduled for 21 august 2025. The field service engineer stated that there was no medical invention required. No faults were detected on the machine at the time of the incident. The sf6 gas was tested and found to be negative, indicating no leakage. A philips engineer confirmed that helium levels in the machine were within acceptable limits. A single helium gas cylinder is present but stored in a separate room. The only gases present in the machine room are sf6 and helium and the room is connected to the hospital's ventilation system. The hospital identified that one exhaust vent fan was not operational at the time. Dizziness/vertigo is not unusual when individuals walk through strong magnetic fields. In this case no voice change was reported, which would be expected from an individual inhaling helium. Elekta performed a risk assessment and assessed the severity of harm to be "insignificant" and probability to be "remote". The risk assessment concluded that the risk is considered low.

Event description:
The customer reported that an elekta field safety engineer was on site and felt dizzy/lightheaded with a voice change while working in the machine room.

Manufacturer narrative:
H11: the manufacturer's investigation is on-going and further information will be provided once the investigation has completed.